Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2024, the patient¿s bg meter reading dropped to 30 mg/dl, the patient could not recall the cgm comparison value. The patient was wearing a tandem insulin pump. She was dizzy and weak, and therefore, called emergency medical services. Once ems arrived, the patient was treated with glucose (route not specified). The patient remained at home and ems left. After an hour, the patient¿s bg level dropped again (no specific bg/cgm values were reported at this time). Ems was called again, and they advised for the patient to go to the emergency room. At the ER, the patient can no longer recall what medications she was treated with. She was discharged home after 6 days. The patient could not recall any of the bg/cgm comparison values for this event, however, she was alleging an inaccuracy. The patient was ¿recovering¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.